Event description:
It was reported that readings from the product are "extremely off".

Manufacturer narrative:
It was reported that readings from the product are "extremely off". The customer took the product to a physician and "readings are not even close, dr had 130/68 and unit shows 196/100". No injury, medical intervention, serious injury, or follow-up care has been reported.